Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the right half of the display is unreadable, has missing segments, and has a "yellow blob." The monitor was not exposed to extreme temperatures and it was not dropped or physically damaged. The monitor was replaced and requested for evaluation. No adverse event was reported.